Event description:
It was reported that "during procedure tip fell off into pt. Tip was retrieved from pt."

Manufacturer narrative:
When I received the investigation report, I will file a supplemental report.